Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that when they opened the pulsavac and there was a powdery substance in the sterile packaging. When I tried to run the pulsavac there was no power. I believe the batteries had corroded. The event occurred prior to surgery. No adverse event was reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h3, h4, h6, h10. Visual examination of the provided pictures identified whit powder substance coming from the battery pack. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.